Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient's ipg significantly tilted within the pocket. As a result, ipg lost communication with the external devices. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, therapy was restored post-operatively.